Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, smoke from the back of the central control monitor (ccm) was observed. The team turned off the machine. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a one-hour delay reported. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The user facility's field service engineer (fse) found that there were burnt wires towards the local area network/interface board (lan/if). A power supply and negative chassis check was performed successfully. Per the manufacturer's technical support specialist, there may be a loose screw on the power manager board causing a short between the 24-volt (v) diodes and the power manager tray through the ccm. The screws were checked and none were found to be loose. It was determined that the motor voltage (vmot) was likely shorted to the chassis ground at some point.